Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that a celect-pt filter was migrated above the renal veins. The filter was planned to be retrieved. The celect-pt filter was returned for evaluation. The filter was observed with a lot of kinks and with the filter hook pulled out of shape. The cause for the reported failure cannot be determined based on the device evaluation. The damage observed on the filter could had occurred due to the retrieval procedure in which the filter was removed intact. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturers ref#: (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of events according to initial reporter: district manager received a call from one of the doctors today that a celect platinum migrated above the renal veins. The physician did not place the filter, another hospital did. The physician said he had the films from the placement and the filter was placed below the renals. District manager and physician don¿t know who placed it/a lot number, but will try to obtain more information. Patient outcome: removal of the filter. The complainant did not report any adverse effects to the patient due to this occurrence.